Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. It was reported that the pedicle screw had sheared off below the head during insertion/removal of the pedicle screw in situ. A portion of the screw remains in the patient and therefore was not returned. The pedicle screw head and upper portion of screw shaft were returned and were visually inspected. A sheared off driver tip was found within the female drive feature of the pedicle screw. The fractured shaft surface had characteristics consistent with a shear failure. All damage observed on the driver and th pedicle screw indicates an over-torqueing situation. Our investigation and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. Related to 3004774118-2017-00046.

Event description:
On 03.15.2017 it was reported that a surgery took place in which 6.5 mm diameter screws were being replaced with 7.5 mm diameter screws. The new pedicle screws were being placed and all were very difficult to fully seat due to very dense bone. One of the pedicle screws only inserted about 3/4 of the way and would not advance. Attempts were made to then remove the screw when it sheared off below the head. The surgeon attempted to remove the broken screw shaft from the bone but was unsuccessful. The surgeon left the remaining portion of the screw in the bone. Surgery took place (B)(6) 2017.